Event description:
Called to bedside to change PICC dressing. Dressing recently changed three hours prior. History of frequent dressing changes. When arrived at bedside and removed dressing to change, site saturated with clear leaking from catheter. Catheter removed. Infant close to full feeding volume, no additional line need to be placed.